Manufacturer narrative:
Analysis of the pump revealed mechanical wear as a hole was noted in the pump tube. There was an anomaly in motor gear train as corrosion and/or wear of lubrication was noted. Lastly, a feedthrough anomaly with shorting across the insulator was discovered. Analysis of the 8709 catheter revealed catheter body damaged which likely occurred during the implant procedure. Analysis of the 8578 revealed the sutureless connector (sc) of the catheter had an indent in the seal which could be related to the allegation seen in the field.

Event description:
It was reported that a volume discrepancy occurred, as greater than 60 percent of the residual remained in the pump at the patient's last refill. It was stated that this amount was 30 percent off. Another report, that same day, stated that the pump and catheter were both explanted because they weren't providing the therapy to the patient. It was reported that a rotor study and a dye study were performed. The rotor study was normal, but the physician couldn't aspirate cerebrospinal fluid for the dye study. It was noted that there was a possible occlusion. The patient was stated to have recovered without sequela. The drug used in this system was infumorph.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# n091587001, implanted: (B)(6) 2007, explanted: (B)(6) 2013. Product type: catheter: product ID 8578, serial# (B)(4). Product type: accessory. (B)(4).